Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study had a hardware removal at 12 months. There is no evidence of any adverse events.